Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received indicted that during a renal procedure, when the physician took out a palmaz blue stent from the case, it deployed as soon as the physician took the device out from the plastic case. There was no patient injury. It couldn't be used in the patient since it was already deployed. It is not known if there was difficulty removing the product from the hoop. It was already deployed. It is stored at the facility in a cabinet. The procedure was successfully completed with another stent. One non sterile catheter palmaz blue on aviator plus, 6 mm diameter, 60 mm length, on 142 cm catheter was received coiled inside a plastic bag. The stent was mounted between the marker bands, no damages were noted in the device. Blood residues were found in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported premature stent deployment was not confirmed since the stent was found in its original position. The root cause and clinical factors contributing to the difficulty experienced by the customer could not be determined. Neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Therefore, no corrective/preventive action will be taken.

Event description:
The report received from the affiliate indicted that during a renal procedure, when the physician took out a palmaz blue stent from the case, it deployed as soon as the physician took the device out from the plastic case. It couldn't be used in the patient since it was already deployed.